Event description:
The pt experienced a loss of therapeutic effect. He had intermittent stimulation that was positional and also able to be changed by pressing on the implantable neurostimulator in his abdomen. Impedances were normal, except for 2 invalid impedance readings. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)